Manufacturer narrative:
Additional information was added to h3 and h6. Correction d10: the device was not received for evaluation. H10:the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred "over the last month or so" from the report date. (B)(4). A device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system non-dehp secondary medication sets had issues with the "little stem" inside the port. The stem was either loose, breaking off in the line, no hole was found or it was partially occluded leading to saline not coming out properly. This issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.